Event description:
A peritoneal dialysis pt stated that he was getting drain complication alarms during drain 1. He disconnected and powered off the cycler and was not able to complete his treatment. He then went on to mention that in the morning when he went to dismantle the cycler, the left side pump at the base of the cassette door was soaked with solution. There is no report of pt ill effect. The sample is available for eval.